Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Neither data logs nor product were returned for investigation. Very little information is provided via clinical details that could explain why the placement signal issue could have occurred or if it ever resolved. Due to the lack of product return and data logs, the root cause of the optical signal issue could not be determined. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the placement signal value was excessive and did not match the patient¿s arterial blood pressure. Pump support continued without interruption, and there was no harm to the patient.